Event description:
It has been reported to philips that after a procedure the screens went blank and would not reboot. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was outside the clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the allura xper fd20 indicating that the table free-floating monitor black. Will not reboot fully. Fse found that there was a problem with the geo pc. Fse replaced defective geo pc and after replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.